Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist discovered that the database server was not online. They informed the customer and referred to knowledge article 000007688, which details the "pyxis es server reboot process and validation." The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large server w/sql.

Event description:
It was reported when using the pyxis medstation es system's multiple patients were not crossing over to multiple stations. The customer reported that they were unable to access any patients or orders, and an error was encountered during the processing of the request. The customer confirmed that there was a delay to the patient care. There were no adverse events or injuries reported based on this incident.